Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: pump drive unit malfunction.

Event description:
Major pump unit(s) involved: drive unit failure. Additional text: possible bearing failure. Specific component(s) involved: pump drive unit malfunction. Additional text: possible bearing failure. Causative or contributing factor: no specific contributing cause identified. Intervention(s): switch from vented electric to pneumatic-mode. Implant device type: lvad.